Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-1 and axis-2 brakes were replaced and the arm was upgraded. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of the da vinci surgical system by the intuitive surgical inc., technical field specialist (tfs), it was discovered that the patient side manipulator (psm) arm 2 failed the weighted power off brake test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.